Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose level at the time of event was 54 mg/dl. The customer treated the low blood glucose with food. The customer had symptoms of feeling dizzy. The customer was using insulin pump within 48 hours of reported low blood glucose event. Customer alleged that the insulin pump was over delivering insulin as his sugar was dropping. It was unknown whether the customer was using auto mode feature. The insulin pump and reservoir will be returned for analysis.